Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements at implant. Through the pacing system analyzer (psa)measurements were high, but within range. When connected to the device measurements were out of range. Boston scientific technical services (ts) discussed possible perforation or current of injury. No adverse patient effects were reported. Additional information was received indicating the lead was checked the next morning and measurements were within an acceptable range. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information was received which reported this right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurements measuring greater than 3,000 ohms. Technical services (ts) reviewed and there were no stored episodes. Ts recommended troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported. Additional information was received which reported this right ventricular (rv) lead also exhibited loss of capture and noise. During the revision procedure the lead was damaged therefore, will not be returned. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements at implant. Through the pacing system analyzer (psa)measurements were high, but within range. When connected to the device measurements were out of range. Boston scientific technical services (ts) discussed possible perforation or current of injury. No adverse patient effects were reported. Additional information was received indicating the lead was checked the next morning and measurements were within an acceptable range. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information was received which reported this right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurements measuring greater than 3,000 ohms. Technical services (ts) reviewed and there were no stored episodes. Ts recommended troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this right ventricular (rv) lead was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements at implant. Through the pacing system analyzer (psa)measurements were high, but within range. When connected to the device measurements were out of range. Boston scientific technical services (ts) discussed possible perforation or current of injury. No adverse patient effects were reported. Additional information was received indicating the lead was checked the next morning and measurements were within an acceptable range. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Additional information was received which reported this right ventricular (rv) lead exhibited high out-of-range pacing lead impedance measurements measuring greater than 3,000 ohms. Technical services (ts) reviewed and there were no stored episodes. Ts recommended troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.